Event description:
During thoracentesis, the 8 fr. Catheter was found to be adhered to the 18 gauge needle, thus the md was unable to slide the catheter off the needle into the chest cavity. Required removal of this needle and reinsertion of another needle/catheter. Md concerned that product failure resulted in increased risk of pneumothorax and requested report be filed.